Event description:
It was reported that the pump exhibited error code 46822. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: one device was returned for analysis of complaint that the pump exhibited error code 46822. There was no 12-month service history. Review of event history found nothing related to the complaint. Visual and functional testing was performed. Complaint of error code was not confirmed through power up test and occlusion test. Probable cause of complaint was not determined.